Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision asr xl - left reason(s) for revision: pain, component loosening, noise *****querying which component has become loose.**** update received: (B)(4) 2014 - attached legal document, marked as legal, added (B)(6) reference number, added hospitals: (B)(6), added patient details: name, date of birth and patient ID / initial and added further reason for revision: difficulty moving. Update received: (B)(6) 2014 - added which component became loose - acetabular cup. (B)(6) 2015 - update - rcvd legal form - added new reasons for revision: metallosis, osteolysis and high metal ions, added gender, added unknown stem and sleeve as metal ions, added man and exp dates to cup and head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.